Event description:
A customer reported that there was a malfunction with their insulin pump after it was fully submerged in a hot tub. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts took corrective action by sending the customer a replacement pump with updated software and instructed them on how to return the malfunctioning pump. The customer was advised to use multiple daily injections as a backup therapy until the replacement pump is received.